Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine generator change. The physician also elected to revise the right ventricular lead that was suspected to have cracked insulation. Patient was stable post procedure.